Event description:
It was reported that the external pulse generator was cracked inside its pacing port. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the inside of the ventricular output connector was pushed into the device. It was also noted that the atrial output connector was broken, the hanger assembly was contaminated, and the ring screw was contaminated. (B)(4).